Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Associated package insert states under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown.", and "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00066 / 00067).

Event description:
Patient reported to have undergone total hip arthroplasty (B)(6) 2010. Patient alleges pain, grinding and elevated metal ions, but indicates that a revision procedure has not been performed to date. Per patient report, surgeon recommends a revision procedure be performed. Patient allegations are unverified.

Event description:
Patient reported to have undergone total hip arthroplasty (B)(6), 2010. Patient alleges pain, grinding and elevated metal ions. Revision was performed on (B)(6), 2012, during which a biomet ceramic head and taper adaptor were implanted. Patient allegations are unverified.

Manufacturer narrative:
(B)(4).this report is number 1 of 2 supplemental mdrs filed for the same event (reference 1825034-2012-00066-1 / 00067-1).